Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had urinary tract infections on (B)(6) 2014. Cause, actions, and outcome remain unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the event is not related to the implant procedure or device, therefore the event should not have been reported initially.

Event description:
Additional information received reported the patient had mild burning when urinating and urinalysis was positive for ¿nits and blood with bacteria¿ noted on micro examination. Medications were administered on (B)(6) 2014 (bactrim). Laboratory testing showed positive for uti on (B)(6) 2014. The event resolved without sequelae on (B)(6) 2014. The event was ¿not related¿ to the device, therapy, or implant procedure; the patient had a history of uti disease.